Event description:
Draeger blood pressure module failed in the operating room and an invasive arterial line was needed to be inserted to assure monitoring. Pt was paralyzed and intubated and 30 minutes later no blood pressure were being recorded. Multiple bp cuffs were tried on all extremities. It was determined the blood pressure module was the point of failure. The monitoring equipment is very important and integral part of the monitor that displays the pt vital signs. The infinity m540 is so integral to the use of the display monitor that if it is missing the large anesthesia display monitor will not work at all and can't monitor or record any vital signs, rendering the anesthesia machine all but useless. When first started to use these modules, there was one failure similar to what has occurred, at that time it was an anomaly and draeger replaced the defective module. However we have had six (6) modules fail for the same reason since. The module fails and the first symptom is that the bp cuff will not cycle properly and while you see the systolic number increased, the system fails and produces an error message. It was shared by the company that there is a known problem of carbon build up in the pump system of the m540 draeger bp modules which has caused repeated failures not only at this facility, but also other facilities. The company stated they have not issued a recall. Their proposed interim fix is having a trained tech increase the spin speed of the motor to higher revolutions to cause the carbon residual to break away the motor; however, this has the effect of spraying the carbon residue inside the closed module which cannot be opened easily and causes the life of the motor to be reduced due to the higher rate of revolutions. The remaining life of the m540 is uncertain.